Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information received reported the entire system was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resulted in an unscheduled clinic or office visit.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the event resolved without sequelae on (B)(6)2014.

Event description:
Additional information received reported that the actions taken on (B)(6) 2014 included surgical abandonment/disconnected.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had a return of their symptoms including urgency, frequency, stress incontinence and urge incontinence. Impedances measurements were taken on (B)(6) 2013 and were reported as okay. Intervention involved reprogramming on (B)(6) 2013. The etiology of the event was possibly related to the device and therapy and unlikely related to the implant procedure. The patient had a loss of therapeutic effect again in (B)(6) 2014. The patient was experiencing frequency and leakage. Intervention included reprogramming, medication adjustment of sanctura 60 mg daily, dietary changes, time voiding and using a voiding diary. Impedance measurements were all okay. An end of service (eos) message was seen on (B)(6) 2014. The patient first saw the screen on the day of report but it was noted they had not checked their stimulator in a while. There was concern about battery depletion as it was implanted in (B)(6) 2011 and their previous battery lasted longer than this. The patient had two patient programmers and one showed eos and the other showed low battery screen. The patient powered the programmers off and then re-synched with the stimulator again. The normal therapy screen was then seen and the stimulation was turned on at 6.7 volts. The internal battery depletion was noted as device related. The device diagnostic results were abnormal because the device was unable to be interrogated due to the battery depletion. The patient had not felt the device working for three weeks. The patient had been provided another patient programmer but was still unable to feel the device. The patient had pre-implant urinary symptoms returning. The patient¿s urinary frequency was every hour. They had significant urinary urgency and used 5-6 pads per day which could get soaked. At night the patient would get up 2 times and would leak on the way to the bathroom. The patient had small volume leakage with laughing, bending over or lifting. The patient denied any weight loss, cough, shortness of breath, chest pain, flank pain, abdominal pain, lower extremity weakness or syncope episodes. Additional information indicated that there was abnormal internal battery depletion. The patient had been seen (B)(6) 2013 and device interrogation indicated battery life of 26.8 months at the time. Additional information noted the battery was replaced and a new lead was added. The physician was unable to explant the lead so it was capped and considered inactive. The event was still ongoing at the time of report. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v008447, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v008447, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# v008447, implanted: (B)(6) 2006. Product type programmer, patient product ID 3889-28, lot# v008447, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.